Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable and varying thresholds as well as unstable oversensing. The lead was capped and replaced. During the lead replacement noise was seen with the new ra lead. Another ra lead was implanted with success. No patient complications have been reported as a result of this event.